Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot/serial number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continue-flo solution set had a foreign object inside the tubing. This was noticed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.